Event description:
It was reported that the colonovideoscope displayed a b30 scope communication error message. The issue occurred during a diagnostic colonoscopy procedure that was completed with a back up device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.